Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the stimulator was shocking her too much. Patient reported that every once in a while, it would shoot too much juice. Patient stated it happened randomly and he has tried to lower stim. Down but that has not seemed to help much. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the cause of the shocking was unknown but was resolved when the ins was turned down. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional. It was reported that the cause was unknown. Patient was coming into office on (B)(6) 2019. Rep will reprogram as needed. It was unknown if the issue was resolved. Patient's weight was (B)(6). At the time of the event. No further complications were reported/anticipated.